Event description:
It was further reported that the patient had right decompressive craniectomy and then one week later the patient had a re-bleed and was taken back to operating room (or) for evacuation of the bleeding. The patient was then taken off anticoagulation for 10 days.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The b2. Outcome attributed to adverse event , b5.describe event problem and the annex f codes has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) hw29171 was not returned for evaluation. This complaint is associated with a clinical adverse event. Log file analysis did not reveal any anomalies within the analyzed period. Information received from the site indicated that the patient presented to the hospital with a large frontal intraparenchymal hemorrhage. Upon patient assessment, it was noted that the patient had volatile international normalized ratio (inr) recently, which was unusual. A head computerized tomography (CT) was performed and revealed cerebrovascular accident (cva). Of note, the patient had hypertrophic cardiomyopathy (hmc) and their anticoagulation was supratherapeutic, but the site was then holding anticoagulation for at least twenty-four (24) to forty-eight (48) hours post event. Additional information received revealed that the patient had right decompressive craniectomy and then one week later the patient had a re-bleed and was taken back to operating room (or) for evacuation of the bleeding. The patient was then taken off anticoagulation for 10 days. The patient also experienced hemiparesis and difficulty ambulating at home and was subsequently admitted to the hospital. The patient suffered a large right frontotemporal intraparenchymal hemorrhage. The patient's inr had been volatile for seven to ten days prior to the event. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and worsening heart failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced hemiparesis and difficulty ambulating at home and was subsequently admitted to the hospital. The patient suffered a large right frontotemporal intraparenchymal hemorrhage. The patient's inr had been volatile for seven to ten days prior to the event.

Manufacturer narrative:
A supplemental report is being submitted for additional information in b5 and h10. This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: (B)(4) f3 user facility name/address: (B)(6) f6 date user facility became aware of the event: f7 type of report: initial f8 date of this report: nov-2022 f9 approximate age of device: f10 event problem codes: f11 report sent to FDA: f12 location where event occurred: home f13 report sent to manufacturer: yes, nov- 2022 f14 manufacturer name and address MFR. Name: heartware inc. Addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. This supplemental is based solely on the receipt of a 3500a med watch report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: (B)(4). F3 user facility name/address: (B)(6) medical center f4, contact person: (B)(6), f5 phone number: (B)(6), f6 date user facility became aware of the event: f7 type of report: initial f8 date of this report: feb 2023 f9 approximate age of device: f10 event problem codes: f11 report sent to FDA: f12 location where event occurred: hospital. F13 report sent to manufacturer: feb 2023 f14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was "alert enough" to call emergency medical services. They were unconscious upon arrival at the hospital and they were immediately taken for an emergent right-sided hemicraniectomy. The patient was treated with prothrombin complex concentrate.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Log file analysis did not reveal any anomalies within the analyzed period. Information received from the site indicated that the patient presented to the hospital with a large frontal intraparenchymal hemorrhage. Upon patient assessment, it was noted that the patient had volatile international normalized ratio (inr) recently, which was unusual. A head computerized tomography (CT) was performed and revealed cerebrovascular accident (cva). Of note, the patient had hypertrophic cardiomyopathy (hmc) and their anticoagulation was supra-therapeutic, but the site was then holding anticoagulation for at least twenty-four (24) to forty-eight (48) hours post event. Additional information received revealed that he patient had right decompressive craniectomy and then one week later the patient had a re-bleed and was taken back to operating room (or) for evacuation of the bleeding. The patient was then taken off anticoagulation for 10 days. The patient also experienced hemiparesis and difficulty ambulating at home and was sub sequently admitted to the hospital. The patient suffered a large right frontotemporal intraparenchymal hemorrhage. The patient's inr had been volatile for seven to ten days prior to the event. Further information indicated that the patient was "alert enough" to call emergency medical services. They were unconscious upon arrival at the hospital and they were immediately taken for an emergent right-sided hemicraniectomy. The patient was treated with prothrombin complex concentrate. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and worsening heart failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the intervention of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with a large frontal intraparenchymal hemorrhage. Upon patient assessment, it was note that the patient had volatile international normalized ratio (inr) recently which was unusual. A performed head computerized tomography (CT) revealed cerebrovascular accident (cva). Of note, the patient had hypertrophic cardiomyopathy (hmc) and their anticoagulation was supratherapeutic, but the site was then holding anticoagulation for at least twenty-four (24) to forty-eight (48) hours post event. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.